Event description:
Customer reported damaged hand control cable connectors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the hand control cables and connectors.